Event description:
Patient states he has a loss of therapeutic effect and a "shocking or jolting" sensation in the bottom of both feet. Patient was seen by his physician and told there weren't any other options and referred to a colleague for oral pain medications. Patient is currently looking for a physician for a second opinion. Additional information has been requested and if it becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).